Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 977a275 lot# 0207413150 serial# implanted: 2013-(B)(6) explanted: 2018-09-25 product type lead h2. Correction: please note, method code 4117 no longer applies to this report. Additional information received indicated that the event occurred in sweden, not denmark as initially reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The lot number and implant date of the lead were provided. The patient's weight at the time of the event was not known, but around (B)(6) kilograms. The patient had lost weight because of pain when their spinal cord stimulation system didn't work. The patient got new leads and a new ins on (B)(6)2018. It was noted that this information was confirmed with the clinic.

Manufacturer narrative:
Product ID: 977a275, serial/lot #: unknown. Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a power on reset (por) for the patient two times. The patient was asked if there was any interference at home or anything like that, but there was nothing. The por came up one month prior to (B)(6) 2018, and the physician reprogrammed. After reprogramming, the patient still had another por. A device data file and telemetry printout were provided. It was noted that all the programs that were set to 0.0 volts were the old programs that experience the por. On (B)(6) 2018, they setup group e, a new program, just to try new settings and to close down the others. They wanted to know if there was any problem with the ins. It was noted that there was high impedance on contact 7. With electrode 5 used as the reference, the impedance result for electrode 7 was greater than 10000 ohms with other electrodes within normal limits ranging from 469 to 1299 ohms. The device data file showed that the ins had one parity por. Additional information was received from the healthcare professional via the rep. The physician asked if they needed to replace the ins, because the patient had time for a surgery in late (B)(6) of 2018. It was reported that the patient had not been scanned, or been into surgery at any time around the por message. The first por was on (B)(6) 2018 and the ins was then reprogrammed. The patient received a new por message on (B)(6) 2018, and many por messages until meeting the doctor and rep on (B)(6) 2018. It was noted that the physician received a message that told them to contact the manufacturer's technical services. There was not any problem seen in the device data file. Based on the description and the information seen in the data file, it appeared to be the same por message that reappeared. Additional information was received from the rep. The patient was asking about stimulation on time. The patient had been looking on the recharger and patient programmer displays for the last week and was sure that stimulation was on all the time, but when they came for follow-up stimulation was off according to the physician programmer. New device data files were provided. The data file only contained a short period of time because the ins had been interrogated twice within a period of twenty minutes. In the initial data file, it was seen that the ins had been turned on and off manually on (B)(6) 2018; however, it could not be determined whether this was done with the patient programmer or recharger. Additional information was received from the rep. It was noted that the rep had two files from the customer. The rechargeable battery was on 3.6 volts. The rep asked if the files showed planned stimulation with on and off, and if this looked like manual control activation like with the patient programmer. In the patient's files you only saw a small black line indicating that the ins was off for most of the time, and that 3.6 volts corresponds to 3-4 battery percentage. It was noted that when the patient manually controls the ins you see a pattern similar to the second column of the files, black bars with white periods.